Event description:
The manufacturer's representative reported that the patient expired 1-2 years ago. The hcp reported that the cause of death is unk. The patient was receiving lioresal, unk concentration and dose, via the pump. The patient had a stroke unrelated to pump and was worsening prior to death. The patient was experiencing seizures and could no longer speak. It is unk if an autopsy was done, but the reporter believes probably not, as the patient was very sick.